Event description:
Surgeon was attempting to load malyugin ring into inserter; could not be loaded. Appeared to be a defect in manufacture. Nurse obtained another which was loaded and used without incident.no adverse patient event.====================== manufacturer response for malyugin ring, malyugin ring (per site reporter)======================manufacturer requested return of defective unit.